Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2007 inratio: 1.2, lab: 2.9, mean: 2.1, confidence limits: 1.4 - 3.1, date: same day, inratio: 0.8, lab: 1.9, mean: 1.4, confidence limits: 1.1 - 1.9; date: same day, inratio: 1.2, lab: 5.3, mean: 3.25, confidence limits: 1.9- 4.6. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values are within the confidence limits for inr testing for the 1st data set. For the 2nd and 3rd data set, both the inratio value and lab value is not within the confidence limits. The results are not considered discrepant within the context of the documented variability for inr testing. Therefore, further testing is required at this time.

Event description:
Caller alleges inaccuracy with inratio. Results as follows: date: 2007, inratio: 1.2 lab: 2.9, date: same day, inratio: 0.8, lab: 1.9, date: same day, inratio: 1.2, lab: 5.3.